Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the physician assistant suspects an infection at the patient's scs ipg pocket site accompanied with pus. The patient is being treated with clindamycin. As of (B)(6) 2016, per the patient's spouse, the incision "looks good".

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified that as of (B)(6) 2016, the patient's incision has healed well and there is no redness or swelling present.